Event description:
Caller reported that pump quick bolus and wake button was difficult to press, often requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to press the button in a specific way, but the issue persisted. As a resolution, technical support arranged for a replacement pump and confirmed the shipping details. Customer was instructed to put the pump into storage mode before returning it and agreed to send back the problematic pump using a pre-paid label within 10 days. Customer was set to use multiple daily injections (mdi) as backup therapy.